Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). The reason for the call was caller reported that the patient's ins and controller stopped working about six weeks ago. Caller reported contacting their representative and was informed that the battery is depleted and requires surgical replacement. Agent attempted to proceed with tro ubleshooting, but the caller declined, stating that the next steps had already been discussed and that the ins would be replaced. Caller requested the contact information for the previous healthcare provider who performed the implantation. Agent provided the phone number listed in the system. Caller declined further discussion and ended the call.